Manufacturer narrative:
No RMA has been initiated for this issue. Model xpo100, serial number/date code (B)(4) is approximately 7 months old. The owner's manual part number 1148112 rev d (dec-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female, (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that the concentrator is blowing an internal fuse and the car fuse. Consumer is working with her dealer for a replacement. No RMA has been issued at this time. No injury or medical intervention alleged.

Event description:
Customer alleged the adapter for concentrator is overheating and has been blowing fuses. No injury alleged.